Event description:
It was reported ongoing intermittent occlusions alarms occurred. The customer's blood glucose level was displayed as "High"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump and sometimes with an insulin injection, dates unknown. At the time of report, a systems check with Tandem Technical Support determined there was a blockage in the cartridge. However, due to ongoing occlusion alarms the pump was replaced, the customer continued to use the pump for insulin therapy with a backup plan if necessary.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.